Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl at the time of incident. Customer also experienced blood glucose level of 380 mg/dl. The customer was treated with insulin pump. Customer was alleged that insulin pump was under delivering and customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose. Customer performed self test. Customer also stated that the cannula was bent. The customer performed troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.